Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, "femur test #6 right fractures when impacted, remains with red tape, there was no specialist discomfort, no delay in surgery, it did not have to be solved because the tests could be done without any setback the patient does not present affectation, the procedure was not delayed there are no fragments left in the patient, surgery is performed successfully." The product was not returned to depuy synthes, however photos were provided for review. See attachment source file - fw external reporte de calidad clinca zayma colectivo 446246. The photo investigation revealed that attune ps fem trial sz 6 rt was cracked in middle. The potential cause is traced to repeated impaction forces during trialing in combination with the trial fitting very tightly posteriorly/anteriorly over the resected femur bone. This will cause tensile stress initiating at the bone contact surface in the middle of the trial between the condyles, resulting in material fatigue and ultimately cracking. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune ps fem trial sz 6 rt would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Femur test #6 fractured when impacted. No delay in surgery, it did not have to be solved because the tests could be done without any setback there was no patient consequence, there are no fragments left in the patient, surgery performed successfully.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. It was reported that the femur test #6 right fractures when impacted, remains with red tape, there was no specialist discomfort, no delay in surgery, it did not have to be solved because the tests could be done without any setback the patient does not present affectation, the procedure was not delayed there are no fragments left in the patient, surgery is performed successfully. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the attune ps fem trial sz 6 rt was found cracked in middle. Also the device exhibits signs of normal use, no other issues were observed. Therefore, the reported condition can be confirmed. The potential cause is traced to repeated impaction forces during trialing in combination with the trial fitting very tightly posteriorly/anteriorly over the resected femur bone. This will cause tensile stress initiating at the bone contact surface in the middle of the trial between the condyles, resulting in material fatigue and ultimately cracking. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune ps fem trial sz 6 rt would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d9 h3.